Event description:
Patient developed hyperbilirubinemia (jaundice), so pump was discontinued. Physician stated that the symptoms quickly resolved after removal of the on-q.

Manufacturer narrative:
No sample received for evaluation and investigation. Without the actual product number, product, or a lot number, a complete analysis cannot be conducted. The lot and device history records cannot be reviewed without a lot number. No information provided during the investigation indicated that the device had malfunctioned. If additional information becomes available in the future we will reopen this complaint.